Event description:
"A cardiac arrest occurred at hosp where a nurse had intubated the pt following the unsuccessful attempts to ventilate the pt using a laryngeal mask airway. The nurse connected the resuscitator and catheter mount to the endotracheal tube and attempted to ventilate the pt. There was no chest movement and following confirmation the tube was located correctly was still unable to ventilate the pt. The general practitioner in attendance then decided to abandon resuscitation efforts due to the period of anoxia." (Adverse incident report from healthcare trust) add'l comments from report include "on exam of the bag following the event it was realized that the reservoir bag from the resuscitator had been removed and due to the stress of the situation a nurse had accidentally connected the catheter mount to the reservoir connection as opposed to the valve connection."